Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, a definitive cause for the reported difficulties cannot be determined; however, there is no indication to suggest a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the concentric, moderately calcified, mildly tortuous, 75% stenosed, de novo, distal right coronary artery (rca), after pre-dilatation with a non-abbott balloon the 2.25 x 12 mm xience xpedition stent was being deployed in the lesion when the balloon ruptured during the first inflation at 10 atmosphere (atm). The stent was deployed and post-dilatation was performed using an nc balloon catheter. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.